Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side implant exchange due to the patient's concern with the product and a rupture. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, h.6.

Event description:
Healthcare professional reported a right side implant exchange due to the patient's concern with the product and a rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side implant exchange due to the patient's concern with the product and a rupture. Device has been explanted.

Manufacturer narrative:
Correction to g3 of previous emdr: 7/12/2024. Laboratory analysis summary: the device related to the reported events anxiety-product/procedure and rupture was received on july 12, 2024, with lot number 2032005. Based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed broken on posterior side assessed as fold flaw opening and observed opening on radius side assessed as surgical damage. As per the investigation procedure, creases, wear abrasion and missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.